Event description:
A patient presented to the clinic not feeling well. A capture anomaly was observed. A chest x-ray confirmed lead perforation in the rv apex. During lead revision, the physician had difficulty pulling back the entire lead. Due to the patient's age and condition, the physician opted to not remove the lead. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.